Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Troubleshooting for cannula issues revealed a bent cannula, and after changing the infusion set, the caller successfully resumed insulin delivery. The caller will reach out for further assistance if needed.